Event description:
It was reported that a pt received a radiation burn to the back following a electrophysiology procedure (biventricular pacemaker ICD implanted). Fluoroscopy time was reportedly 139 minutes. The user facility has requested dose readings for the case. Initial eval of the system was completed and no issues with the equipment was found. Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.